Manufacturer narrative:
Customer (B)(4). Gtin number for item: me2020, lot:17015708 is 10885403236259. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer¿s medwatch which states: " intralipids infusing into a central line. A leak was detected in the tubing around 2am. The IV tubing was changed and at 3:30am a leak was found in the new tubing again. The tubing was changed again with different lot number. This is the 4th event related to this lot number." The customer reported that during an infusion, a leak was detected at the filter set in the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was not confirmed because the reported suspect set model does not contain a filter. However, a leak was confirmed with the received extension set at the engagement between the tubing and the male luer. Inspection showed insufficient solvent at the engagement. The root cause of the leak is insufficient solvent having been applied during manufacturing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion, a leak was detected at the filter set in the tubing, however the suspect set does not contain a filter. There was no patient harm.